Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose of over 400mg/dl. The customer indicated that insulin leaked from the reservoir compartment. Troubleshooting found that the customer cleaned the area with a q tip and the pump works fine. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis. No further assistance was necessary.